Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the right coronary. As the 182cm luge guide wire was advanced through an unspecified guide catheter which had side holes, the wire went through the side hole. The physician removed the device and it was noted that some ptfe coating of the guide wire stripped off. The coating sheared off however, none of the coating remained in the patient. The wire was removed from the body and everything was intact. No material was left inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.